Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number: gd890418 and gd889477 with no defects noted during the manufacture of these lots related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified.

Event description:
This report was received from (B)(4) and is a spontaneous report by a consumer in (B)(6) of peritonitis in a patient coincident with dianeal pd4 ultrabag therapy for peritoneal dialysis (pd). On (B)(6) 2012, the patient experienced peritonitis. On (B)(6) 2012, the patient was hospitalized for that event. Treatment was not reported and the patient was recovering. On (B)(6) 2012, the patient was discharged. Dianeal therapy was ongoing. An opinion of causality was not provided. The nurse declined to provide information.